Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported the cgm reading was 157 mg/dl but he felt very bad with unspecified symptoms, so he checked his bg meter and the reading was 64 mg/dl. The cgm was calibrated but this did not improve the discrepancy. He went to the hospital because of the hypoglycemia and was treated with dextrose. The hypoglycemia resolved, and he was discharged after 2 hours. The event occurred 3 days after the sensor was inserted. The reported allegation falls within the c zone of the parkes error grid. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No additional patient or event information is available.